Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 350 mg/dl. The customer alleged the insulin pump was under delivering insulin. Customer was received emergency medical services for high blood glucose and had nausea and vomiting. The reservoir will not be returned for analysis.